Manufacturer narrative:
E1 phone number: (B)(4). B3: month and year of event have been provided, day is unknown.  One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device dso seal was replaced as a preventative measure.

Event description:
It was reported that the device did not recognize the overpressure alarm and cassette. There was reported patient involvement but no patient harm.